Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that the al326 instrument had no clips. Another instrument was used to complete the case. There was no pt consequence.